Event description:
The report from the affiliate indicated that five (5) days after the index procedure, the pt complained of chest pain. An ECG demonstrated st-segment elevation. Coronary angiography demonstrated thrombus present from the proximal end of the previously implanted cypher stents. Treatment of the sub acute thrombosis (sat) included aspiration of the thrombus, and percutaneous transluminal coronary angioplasty (ptca) with a 3.5/15 mm balloon at 20 atm for 30 sec. An additional cypher 3.5/18 mm stent was implanted at 16 atm for 30 sec distally and a driver 3.5/30 mm stent was implanted at 16 atm for 30 sec proximally. The physician's comment regarding probable cause of the sat was because the stent was under dilated. The index procedure was an elective case. The target lesions were the proximal and mid right coronary artery (rca). The lesions were reported to be: calcified, de novo, not a bifurcation lesion, absent of pre-existing clot, not tortuous, 38 mm in length, and type c. The lesion was pre-dilated with a 3.0/15 mm balloon at 8 atm for 30 sec. An additional cypher 3.0/28 mm balloon at 14 atm for 30 sec on the distal stent. The proximal stent was post-dilated with a 3.0/15 mm balloon at 14 atm for 30 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Pre-procedure medications were unknown. Intra-procedure medications were: heparin 8,000 units, aspirin 100 mg/day, ticlid 200 mg/day, cilostazol 150 mg/day, and sarpogrelate hydrochloride 300 mg/day. Post-procedure medications were: aspirin 100 mg/day, ticlid 200 mg/day, cilostazol 150 mg/day, and sarpogrelate hydrochloride 300 mg/day.